Manufacturer narrative:
(B)(4). Concomitant medical product(s): - oss(tm) rs axle, item #:161035, lot #: 161035. Oss reinforced yoke, item #: 150493, lot #: 480480. Oss rs poly femoral bushings, item #: 161034, lot #: 513160. Oss poly locking pin, item #: 150478, lot #: 491230. Oss poly tibial bushing, item #: 150476, lot #: 507390. Oss diaphyseal stacking adapter, item #: 150483, lot #: 573560. Oss rs segmental femoral - left 7cm, item #: 161012, lot #: 393970. Oss-k diaphyseal segment w/ screws - smooth 5 cm, item #: cp111277, lot #: 594670. Oss elliptical diaphyseal segment 3cm, item #: 150461, lot # 437280. Oss poly tibial bearing 12 mm, item #: 150410, lot #: 480560. Customer has not indicated that the product will be returned to zimmer biomet for investigation. Location of the product is currently unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-03085, 0001825034-2017-03062, 0001825034-2017-03070, 0001825034-2017-03071, 0001825034-2017-03072, 0001825034-2017-03073, 0001825034-2017-03079, 0001825034-2017-03081, 0001825034-2017-03082, 0001825034-2017-03083.

Event description:
It was reported that following a total knee arthroplasty, the patient underwent a total knee revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component was not related to the event. The initial report should be voided.